Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok applier instrument to perform failure analysis (fa). Fa found the large hem-o-lok applier instrument failed the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests. The instrument was able to retain clip through engagement but could not release the clip as commanded. Further evaluation found the instrument had multiple input shaft broken. Hairline cracks were found on input disk #6 & #7.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok applier instrument was used for a surgical task and was not holding the clips. The use of the instrument was discontinued, and it was replaced with a backup instrument. The customer completed the procedure using the same system. No known impact or patient consequence was reported.